Event description:
Customer received a blood result of 54 mg/dl on his contour meter. He repeated the test on a different meter and received a 210 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New strips were sent and customer is to return his strips for eval.